Event description:
It was reported that during use of bd max¿ enteric bacterial panel, a false positive campylobacter patient result was obtained. Test was repeated using culture, followed by mass spectrometry, which gave a positive arcobacter result. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: pch, pci. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results with the bd max¿ enteric bacterial panel kit (ref. (B)(4)) lot 4323180 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. The review of manufacturing records of bd max¿ enteric bacterial panel indicated that lot 4323180 was manufactured according to specifications and met performance requirements. Customer complained about a suspected false campylobacter positive result. In addition, the sample was also tested in culture and the resulting bacteria was identified as arcobacter by mass spectrometry (maldi-tof), not campylobacter. Customer provided a pdf report of run 5540 from bd max¿ instrument ct2042 for investigation. Manual pcr curve adjudication of the campylobacter positive sample revealed a strong and early amplification curve indicating a true campylobacter result. The bd max¿ enteric bacterial panel does not detect arcobacter sp.. Two strains of arcobacter sp. Were tested in the studies during bd max¿ enteric bacterial panel development and were not detected. Although bd is unable to identify the cause for the customer¿s discrepant result with their maldi-tof test, it is important to note that the bd max¿ enteric bacterial panel assay can only detect campylobacter sp. Not arcobacter sp.. Non-viable campylobacter sp. Can be detected but may not grow in culture. The current investigation does not indicate any issue; the sample appears to be a true campylobacter positive result. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric bacterial panel kit lot 4323180. The root cause was not identified. Bd did not initiate a corrective and preventive action plan since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of bd max¿ enteric bacterial panel, a false positive campylobacter patient result was obtained. Test was repeated using culture, followed by mass spectrometry, which gave a positive arcobacter result. There was no report of patient impact.